Event description:
When the surgeon went to fire the essure, it deployed but unravelled in the pt. There was no harm to the pt. Surgeon just removed the piece with forceps. The rn gave up another essure kit and tubal was successful.